Event description:
The svc report shows during the ventilator's scheduled pm service the c2800 failed its "outlet valve test" remaining above 20cmh20 for only 7 sec., the specification is >10sec. The nellcor puritan bennett factory svc tech inspected the device and replaced the outlet check valve to correct this malfunction. The valve was scheduled to be replaced with the extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.